Event description:
Procedure: lap. Total gastrectomy. According to the reporter: eeaxl2535 and eeaorvil25 were used for anastomosis of the esophagus to the jejunum. Eeaorvil25 was inserted through the mouth and connected to the eeaxl2535, and firing was performed without difficulty. However, after firing, the surgeon found both doughnut rings were made, but almost all staples were not formed. The surgery was converted into open and the anastomosis was performed with cdh25 (ethicon). There was tissue damage and unanticipated tissue loss. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).